Manufacturer narrative:
Date of report: 10sep2018. (B)(4). Updated contact name date received by manufacturer: 4sep2018. Technical support (ts) provided customer with parts number for the front panel. The customer replaced the unit's front panel to resolve the reported issue. Unit was tested with success and returned to service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
Date of report: 17sep2018. Date received by manufacturer: 09sep2018.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has broken gas outlet port mounts on the front panel. The customer reported there was no patient involvement.